Event description:
It was reported that during a stenting treatment procedure a stent damage occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous distal right coronary artery. Predilation was performed with an unspecified device. A 3.00x28mm promus element drug eluting stent was advanced to treat the target lesion; however, the stent was unable to cross the lesion. The device was removed intact and stent edge deformation was noticed. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis as it was disposed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).